Event description:
The patient experienced a loss of therapeutic effect/return of symptoms. The patient also reported the stimulation was turning on and off throughout the day. There was no known accident or incident related to the event. The health care professional (hcp) reprogrammed the patient's device and instructed the patient to keep the stimulator on for 2 days. After the reprogramming, the patient reported an overstimulation sensation; there was too much energy and he was "bouncing all over the place". He reported that when the stimulator was turned on, his symptoms were much worse; "shaking, tremors all over" and when he turned the left implant on , the tremors on his right side got worse. The patient felt the stimulation was not working for the right side of his body and it needed to be reprogrammed. The patient had an appointment scheduled with his hcp. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 3004209178200804877.